Event description:
It was reported, catheter leakage of about 5 cm in the puncture site was detected six months after catheter placement. It has been removed from the patient's body and replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter leakage of about 5 cm in the puncture site was detected six months after catheter placement. It has been removed from the patient's body and replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a single lumen groshong PICC was returned for evaluation. An initial visual observation of the video showed the catheter placed in a patient. When the catheter was infused, fluid was observed leaking out of the catheter insertion site. No splits, tears, or other damage could be seen on the catheter in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.